Manufacturer narrative:
Additional information (08-nov-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. Calibration and quality control were within the customer's expected ranges. Instrument health report (ihr) shows no errors. The dimension vista® 500 intelligent lab system and high-sensitivity troponin I (tnih) assay were performing as intended. Patient sample ID (B)(6) produced the elevated results and all the other samples drawn from that same patient produced expected tnih results. The customer verified sample ID (B)(6) was from a different patient than the other samples for this patient by checking the other assay results and blood grouping for the patient. The customer confirmed that the expected blood group for the patient with sample ID (B)(6) was different than that of the other samples drawn for the same patient. This confirmed that the elevated tnih sample result (sid: (B)(6)) was drawn from a different patient and all the other samples were drawn from a different patient. The cause of the event is consistent with an incorrect patient sample or mislabeling of the sample blood collection tube. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 22517506-2023-00236 was filed on 08-nov-2023. Additional MDR 2517506-2023-00234 was filed on 08-nov-2023 for the event occurring on 24-oct-2023 on an alternate dimension vista® 500 intelligent lab system. Additional MDR 2517506-2023-00235 was filed on 08-nov-2023 for the event occurring on 24-oct-2023 on the same dimension vista® 500 intelligent lab system.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated high-sensitivity troponin I (tnih) patient result obtained on a dimension vista® 500 intelligent lab system. Additional 2 mdrs were filed for the events occurring on 24-oct-2023 on the same and an alternate dimension vista® 500 intelligent lab system. Siemens is investigating the event.

Event description:
A discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result were obtained on a dimension vista® 500 intelligent lab system. The falsely elevated patient result was not reported to the physician. Upon evaluation, the customer identified that a sample from another patient was processed in place of the correct sample due to a mislabeled sample tube. Multiple samples were drawn from the affected patient and processed correctly on the original and an alternate dimension vista® 500 intelligent lab system (dv370308). Falsely elevated results were obtained only on one sample and the results obtained from other samples were considered correct and reported to the physician. Customer stated the patient was admitted to cardiac care unit and started on heparin because of the falsely elevated results. There are no known reports of adverse health consequences due to the falsely elevated high-sensitivity troponin I (tnih) results or due to the patient being admitted to cardiac care unit and started on heparin.